Manufacturer narrative:
Initial reporter state: this was determined to be (B)(6) based on the area code portion of the provided phone #. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd luer-lok¿ tip syringes with the bd precisionglide¿ needles experienced needles that were pulled from the hub. The following information was provided by the initial reporter: I have been giving my husband his testosterone injections for years. We recently purchased another supply of syringes with a luer-lok needle. This batch did not have the needle screwed into the syringe. As I was trying to fill the syringe the needle came off and we lost the medication. I tried again with an unopened package and the same thing happened again. The needle appeared to look secure, but it was not.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd luer-lok¿ tip syringes with the bd precisionglide¿ needles experienced needles that were pulled from the hub. The following information was provided by the initial reporter: I have been giving my husband his testosterone injections for years. We recently purchased another supply of syringes with a luer-lok needle. This batch did not have the needle screwed into the syringe. As I was trying to fill the syringe the needle came off and we lost the medication. I tried again with an unopened package and the same thing happened again. The needle appeared to look secure, but it was not.